Event description:
It was reported that when using the bd pyxis¿ medbank tower, a medication was rejected by the pharmacy during rxverify. The medication involved was oxycodone 5 mg. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medication for the patient was rejected by pharmacy. A technical support specialist confirmed that the medication was rejected, and the user was informed of the issue. The system functioned as intended after the technical support specialist investigated the issue.